Event description:
Technician alleged that the mattress is soiled on the ticking and foam topper. No pt impact.

Manufacturer narrative:
The technician replaced the ticking and foam topper with a revitalization kit to resolve the issue.